Event description:
Bad ventilation to a patient. Lower limit alarms active. In simv mode, unit is displaying a value of 17-20 res/mm while value that the customer can see on patient is only 5/mm. Tidal volume delivered to patient not in accordance with patient needs (2-4 instead of 11 l). On site siemens fse was not able to reproduce the problem reported by the customer. The report does not identify patient status.